Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned and replaced due to high out of range (oor) shock impedance. The boston scientific representative indicated that the lead and device header connections were checked and found to be intact and within normal specifications. The cause of the high oor shock impedance is unknown. There were no associated patient symptoms and no additional adverse patient effects beyond the surgical intervention.